Event description:
The customer reported that an employee experienced human reaction when changing the vaporizer plate and bowl. The employee touched the residue remaining on the bowl. The employee's right hand finger tips turned white and itched. The employee handled the vaporizer plate without gloves. The customer did not respond to asp's attempt in retrieving more info regarding patient outcome.